Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain / pain"), genital haemorrhage ("unexplained bleeding / abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse) / moderate to severe constant left or right side pain during intercourse") and dysmenorrhoea ("dysmenorrhea ( cramping)") in a (B)(6) year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2002, (B)(6) 2008), gestational diabetes, blood pressure high, ovarian vein thrombosis, cervical adenocarcinoma, pap smear abnormal, diabetes, wart, menarche, knee operation and ligament tear. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included pharyngeal oedema with penicillin. Concurrent conditions included obesity, migraine, postpartum depression, ovarian vein thrombosis, diabetes, blood pressure high and carpal tunnel decompression since (B)(6) 2017. Family history included clotting disorder, diabetes, clotting disorder and type 2 diabetes mellitus. Concomitant products included lisinopril since 2016 for blood pressure high, metformin since 2015 and sitagliptin phosphate (januvia) for diabetes as well as acetylsalicylic acid (aspirin) from (B)(6) 2016 to (B)(6) 2016, atorvastatin calcium (lipitor) since 2016, docusate sodium (colace) since (B)(6) 2016, guaifenesin (mucinex) since 2017, ibuprofen (advil) since (B)(6) 2016, ibuprofen (motrin) since (B)(6) 2016, ibuprofen since (B)(6) 2016, medroxyprogesterone (depo provera) from 2013 to 2016, oxycodone since (B)(6) 2016 and prenatal (prenatal vitamins [vit c,b5,b12,d2,b3,b6,retinol palmit,b2,b1 mononitr). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("mild, sharp infrequent left lower pain"). The patient was treated with surgery (dilation and curettage and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2016 patient had ultrasound scan resulted in a midline uterus, which was slightly inhomogeneous. There were no defined fibroids. The essure coils are seen in proper position bilaterally. The endometrium is diffuse and thickened. Both ovaries appeared normal. The adnexa appeared normal. The cul-de-sac was clear. On (B)(6) 2016 patient had endometrial biopsy resulted in inactive endometrium consistent with her gestational sac. On (B)(6) 2016 patient had surgical pathalogy report described as "received in formalin in a properly labeled container designated "uterus, cervix, bilateral tubes" is a 185 gm, 8.7 cm in length x 5.1 cm between cornea x 5.1 cm from anterior to posterior uterus with attached bilateral fallopian tubes. The tan uterine serosa has a smooth and glistening appearance. The 3.5 x 3.1 cm cervix is surfaced by a smooth and glistening tan ectocervix that displays focal defects due to operative artifact. An eccentrically located 1.0 cm in greatest dimension external os is identified. The 1.0 cm in diameter tan end cervical canal has a trabeculae appearance and is patent. Multiple nabothian cysts filled with clear mucoid material are present. The 4.4 x 3.5 cm triangular endometrial cavity is lined with tan endometrium that has an average thickness of less than 0.1 cm. No discrete focal or palpable endometrial masses are identified. The transformation from endometrium to myometrium is well demarcated with the tan myometrium measuring up to 3.5 cm in thickness. Within the myometrium of the anterior one half of the specimen are two intramural and one sub serosal nodules with homogeneous whorled and bulging cut surfaces. Within the cornea are coiled silver metallic foreign bodies which extend into the respective fallopian tubes and grossly appear intact. The 10.3 cm in length tortuous tubular tan to bluepurple right segment of fallopian tube ranges in outside diameter from 0.3-0.5 cm and displays a free delicate fimbriated end. At the fimbriated end is a 0.9 x 0,6 x 0.5 cm discrete off white nodule which is sectioned to reveal a homogeneous whorled rubbery and bulging cut appearance. Multiple adherent . Para tubal cysts are present having an average dimension of 0.1 cm. Sectioning of the right fallopian tube reveals an unremarkable stellate pinpoint lumen. The 9.9 cm in length tortuous tubular tan to blue-purple left segment of fallopian tube ranges in outside diameter from 0,3 to 0.5 cm. The left fallopian tube displays a free delicate fimbriated end and minimal para tubal cysts are present that measure less than 0.1 em in greatest dimension. At the fimbriated end is a 0,9 cm in greatest dimension intact para tubal cyst. Sectioning of the left fallopian tube reveals an unremarkable stellate pinpoint lumen, sections of the specimen are submitted as follows: 1- anterior cervix, 2- posterior cervix, 3-4- full thickness section of endometrium, myometrium, and serosa from the anterior one half, 5-6- full thickness section of endometrium, myometrium, and serosa from the posterior one half, 7- sub serosal and intramural nodules, 8- nodule near the right fimbriated end, 9- 11- entire right fallopian tube in sequential order from right cornu to fimbriated end, 12-15- left fallopian tube in sequential order from left cornu to fimbriated end." Concerning the injuries reported in this case, the following one/ones were reported via medical records confirms : genital haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 1-feb-2018: reporter added, historical condition, concomitant condition, concomitant drug, lab data and lot no added, events added as follows :-vaginal bleeding, menorrhagia, dyspareunia, dysmenorrhaea, abdominal pain lower. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain / pain"), genital haemorrhage ("unexplained bleeding / abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse) / moderate to severe constant left or right side pain during intercourse") and dysmenorrhoea ("dysmenorrhea ( cramping)") in a 33-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6)1997, (B)(6) 2000, (B)(6) 2002, (B)(6) 2008), gestational diabetes, blood pressure high, ovarian vein thrombosis, cervical adenocarcinoma, pap smear abnormal, diabetes, warts, menarche, knee operation and ligament tear. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included pharyngeal oedema with penicillin. Concurrent conditions included obesity, migraine, postpartum depression, ovarian vein thrombosis, diabetes, blood pressure high and carpal tunnel decompression since (B)(6) 2017. Family history included clotting disorder, diabetes, clotting disorder and type 2 diabetes mellitus. Concomitant products included lisinopril since 2016 for blood pressure high, metformin since 2015 and sitagliptin phosphate (januvia) for diabetes as well as acetylsalicylic acid (aspirin) from july 2016 to october 2016, atorvastatin calcium (lipitor) since 2016, docusate sodium (colace) since october 2016, guaifenesin (mucinex) since 2017, ibuprofen (advil) since october 2016, ibuprofen (motrin) since october 2016, ibuprofen since october 2016, medroxyprogesterone (depo provera) from 2013 to 2016, oxycodone since october 2016 and prenatal vitamins. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("mild, sharp infrequent left lower pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2016 patient had ultrasound scan resulted in a midline uterus, which was slightly inhomogeneous. There were no defined fibroids. The essure coils are seen in proper position bilaterally. The endometrium is diffuse and thickened. Both ovaries appeared normal. The adnexa appeared normal. The cul-de-sac was clear. On (B)(6) 2016 patient had endometrial biopsy resulted in inactive endometrium consistent with her gestational sac. On (B)(6) 2016 patient had surgical pathalogy report described as "received in formalin in a properly labeled container designated "uterus, cervix, bilateral tubes" is a 185 gm, 8.7 cm in length x 5.1 cm between cornea x 5.1 cm from anterior to posterior uterus with attached bilateral fallopian tubes. The tan uterine serosa has a smooth and glistening appearance. The 3.5 x 3.1 cm cervix is surfaced by a smooth and glistening tan ectocervix that displays focal defects due to operative artifact. An eccentrically located 1.0 cm in greatest dimension external os is identified. The 1.0 cm in diameter tan end cervical canal has a trabeculae appearance and is patent. Multiple nabothian cysts filled with clear mucoid material are present. The 4.4 x 3.5 cm triangular endometrial cavity is lined with tan endometrium that has an average thickness of less than 0.1 cm. No discrete focal or palpable endometrial masses are identified. The transformation from endometrium to myometrium is well demarcated with the tan myometrium measuring up to 3.5 cm in thickness. Within the myometrium of the anterior one half of the specimen are two intramural and one sub serosal nodules with homogeneous whorled and bulging cut surfaces. Within the cornea are coiled silver metallic foreign bodies which extend into the respective fallopian tubes and grossly appear intact. The 10.3 cm in length tortuous tubular tan to bluepurple right segment of fallopian tube ranges in outside diameter from 0.3-0.5 cm and displays a free delicate fimbriated end. At the fimbriated end is a 0.9 x 0,6 x 0.5 cm discrete off white nodule which is sectioned to reveal a homogeneous whorled rubbery and bulging cut appearance. Multiple adherent . Para tubal cysts are present having an average dimension of 0.1 cm. Sectioning of the right fallopian tube reveals an unremarkable stellate pinpoint lumen. The 9.9 cm in length tortuous tubular tan to blue-purple left segment of fallopian tube ranges in outside diameter from 0,3 to 0.5 cm. The left fallopian tube displays a free delicate fimbriated end and minimal para tubal cysts are present that measure less than 0.1 em in greatest dimension. At the fimbriated end is a 0,9 cm in greatest dimension intact para tubal cyst. Sectioning of the left fallopian tube reveals an unremarkable stellate pinpoint lumen, sections of the specimen are submitted as follows: 1- anterior cervix, 2- posterior cervix, 3-4- full thickness section of endometrium, myometrium, and serosa from the anterior one half, 5-6- full thickness section of endometrium, myometrium, and serosa from the posterior one half, 7- sub serosal and intramural nodules, 8- nodule near the right fimbriated end, 9- 11- entire right fallopian tube in sequential order from right cornu to fimbriated end, 12-15- left fallopian tube in sequential order from left cornu to fimbriated end." Concerning the injuries reported in this case, the following one/ones were reported via medical records confirms : genital haemorrhage most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and genital haemorrhage ("unexplained bleeding") in a female patient who received essure for female sterilisation. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and genital haemorrhage (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure device removal) and surgery (essure device removal). Essure was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure. Company causality comment: a female plaintiff had essure inserted and experienced severe and chronic pelvic pain and unexplained bleeding (seen as genital bleeding). Essure devices were removed. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and genital haemorrhage ("unexplained bleeding") in a female patient who received essure for female sterilisation. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and genital haemorrhage (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure device removal) and surgery (essure device removal). Essure was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure inserted and experienced severe and chronic pelvic pain and unexplained bleeding (seen as genital bleeding). Essure devices were removed. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.